Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 and h10 to reflect device evaluation. The 29mm commander delivery system was returned to edwards for evaluation fully inserted through sheath with valve, and loader cap assembly over delivery system. The delivery system was in lock position, fine adjustment not used, flex indicator was in straight position. Per visual inspection of the returned device, the balloon ic bond was torn and wings were visible. The inflation balloon appeared wrinkled and to have a larger profile distal to the crimped balloon. Double wall thickness of the crimp balloon was taken and measured components were within specifications. Due to condition of the returned device no applicable functional testing was able to be performed. No imagery was returned. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. Material separation occurring during an unknown time, resulting in an inability to inflate the balloon and deploy the valve requiring device retrieval/replacement is an issue that has been previously identified and investigated in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue are captured in a pra and content was reviewed and remains applicable to the manufacturing of work order. The commander IFU, device preparation manual, training manual were reviewed. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the device evaluation, inflation balloon appears to be wrinkled and have a larger balloon profile. It is possible that the balloon was not properly deflated prior to the initiation of valve alignment and could have cause tension on the I/c bond leading to the subsequent tear. Additionally, patient anatomy was not provided, however, it is possible that the patient could have exhibited some degree of tortuosity/calcification or undersized mld that could have contributed to the reported event. Procedural factors such as high tension due to valve alignment in non-straight section of anatomy can also result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.'' A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (high alignment forces) contributed to the reported event. Since no edwards defect, which could have resulted in the complaint was confirmed, no pra and/or preventative or corrective actions are required. The CAPA was previously initiated to capture additional information that currently exists in the training manuals into the IFU ''instructions for use'' for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The CAPA was closed in december 2019 after demonstrating a reduction in complaint rates (complaint rates following implementation of corrective actions were within control limits during effectiveness monitoring). This complaint occurred post CAPA implementation. While the occurrence date of this reported event falls after implementation of corrective actions as documented in the CAPA, the occurrence rate did not exceed the june 2021 trending control limits or the existing rmw occurrence rate, which is within the CAPA acceptance criteria.

Manufacturer narrative:
Correction to h6 to reflect balloon torn instead of burst. Per engineer's pre-decontamination evaluation, there was a balloon tear. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) the patient underwent an implant of a 29mm sapien 3 valve, by transfemoral approach. The access vessels were tortuous. Crimping and insertion of the device through esheath, fine alignment and positioning of the valve were successful. At the beginning of valve inflation, the balloon burst. The team was able to retrieve the whole system including the valve out of the patient with no complications for the patient. The procedure was completed with a second system and good outcome.